Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Several errors were observed in the log for the bn ii system which could have contributed to the discordant results. The sample arm repeatedly reported a liquid level over the bottle error, which can be caused by bubbles in the sample or overfilling. There were also several errors indicating a mechanical movement issue with the rack unit. Motor 2 tried to reach its target position but was blocked. After several attempts, the processing was stopped by the analyzer. The rack lane switches were also reporting a contradictory indication. The switch was in the 'rack lane free' position but the software reported 'lane in work'. This could have been one possible reason for the movement errors. However, since the measurement on the following day did not show any issues and other tests were carried out successfully on the same system, a general problem can be excluded. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low free light chains (flc) kappa result was obtained on one patient sample on a bn ii system using n latex flc kappa reagent. The sample was repeated for flc kappa using the same dilution, recovering higher. The sample was repeated again for flc kappa using a different dilution. The result recovered falsely low. The results were not reported to the physician(s). The following day, the same sample was repeated for flc kappa, resulting higher. This repeat result was considered the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low flc kappa results.